Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
(B)(6) 2016, the reporter contacted animas and alleged the patient had a blood glucose of 500 mg/dl, with nausea. During troubleshooting customer support (cs) found no potential causes of an inaccurate delivery issue: time/date were correct, basal and bolus histories were as expected. Cs attributed the bg excursion to an unspecified training/misuse issue. This complaint is being reported as the patient experienced hyperglycemia.